Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the patient had a hyperglycemic event while on the pump. The reporter stated that the patient 'got very sick' and was hospitalized. It was reported that the pump turned off one night. Customer support attempted to reach the reporter for more details but no additional information was obtained. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy and the pump could not be ruled out as a cause or contributor.